Manufacturer narrative:
Note: an incorrect initial 3500a submission was inadvertently submitted for this MFR report #. All previously submitted information will be corrected by the data provided in this follow up. Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: my dentist suggests that the aligners be discontinued because my teeth have developed cavities and cannot even receive treatment due to lack of care. There is excessive bleeding, sensitivity, and poor aligner fit. A letter of recommendation was requested and provided in the patient's file, stating that the customer has decay.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reported that they were experiencing a pain level of 8 and reports they are having sensitivity on their front 4 lower teeth. No additional information was reported.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.